Manufacturer narrative:
(B)(4). No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. (B)(4).

Event description:
During an ICD replacement due to normal eri, a fluoroscopic examination of right ventricular (rv) lead revealed externalized wires between the electrodes above the patient's tricuspid valve. All the electrical measurements were in range including threshold, sensing, and impedance. The rv lead remains implanted and active. The patient was enrolled in the merlin@home system. The patient is stable following the procedure.